Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported by nurse that the order populated on the pump as a basic infusion and not as a guardrails IV fluid. Order # 443083218 for a methylprednisolone 250 mg in 100 ml sodium chloride. This occurred on june 11th around 8:41 am cdt. There was patient involvement and unknown impact.

Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339), a13 - communication or transmission problem (2896), g04105 - pump, g02008 - computer software. Additional information: imdrf annex b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by nurse that the order populated on the pump as a basic infusion and not as a guardrails IV fluid. Order # (B)(4) for a methylprednisolone 250 mg in 100 ml sodium chloride. This occurred on (B)(6) around 8:41 am cdt. There was patient involvement and unknown impact.